Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
Jjm rep received a phone call to assess a micro sensor that was not allowing the icp express to set a zero reading. Micro sensor had been implanted in theatre and had been functioning correctly, but when reattached to icp unit in ICU, would not allow a zero reading to be performed and insert 3 digit code. Icp express unit displaying comment "unable to zero reference... Try again. Two different icp express units used, two different grey cables used, all to no effect. Icp reading could only be performed through already inserted evd. Micro sensor not functioning. Micro sensor not working, evd already implanted allowed back up pressure reading. No adverse outcome to patient.